Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: articul/eze ball 32 +9 bl hip femoral head; pinn mar +4 10d 32idx62od hip acetabular liner; pinnacle sector ii cup 62mm hip acetabular cup; aml high offset lg stat 15.0mm hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ patient (maude report).

Event description:
Maude report received stating that patient had developed limited movement issues and pain. The parts were cobalt and chromium. He had kidney failure, heart attack, numerous tumors near his hip replacement and cobalt and chromium poisoning. Doi: 2006; dor: n/a; unknown hip.

Manufacturer narrative:
(B)(4).